Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency vascular treatment. The procedure was completed by moving to another angio suite. However, no patient or user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files did not show any related malfunctions. The fse swapped the cable from the image processing pc (ippc) to the host pc. The issue was not resolved. Upon functional testing, fse found that the disk space was full when there was lots of space left. Fse replaced the os hard disk and cleared the image disk. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not perform exposure due to a hard disk issue. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.